Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited a drop in sensing. The patient then presented for a lead revision. X-ray imaging was performed and revealed pericardial effusion, a cardiac tamponade and a perforation of the rv lead. A tap was placed to drain the fluid. Upon review, it was noted that the lead also exhibited high capture thresholds and failure to capture, and a dislodgement. While attempting to reposition the lead, it was noted that the helix exhibited difficulty to retract and failure to extend. The lead was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
The reported events were lead dislodgement, difficulty to retract and failure to extend, cardiac perforation, high capture thresholds, failure to capture and r-wave amp variation. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported events of difficulty to retract and failure to extend were confirmed. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported events of helix mechanism issues were isolated to the helix being clogged with blood/tissue and over-torqued of the inner coil. A tip stiffness test was performed, and the results were within specification. The reported events of high capture thresholds, failure to capture and r-wave amp variation, dislodgement and perforation were not confirmed. Electrical testing was normal. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.